Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connectors. It was also indicated that the main seal was pinched and broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector block. The epg was returned for service. There was no patient involvement.